Event description:
On 11/04/2024, it was reported by a distributor via sems-06703050 that an ar-3610pk-3 fibertak dilatatir was not properly canulated so the guide pin was not going through. This occurred during a remplissagd procedure on (B)(6) 2024 where another kit was opened to proceed with the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.